Event description:
This customer used to use the 6mm set. The cannula got crooked and got high bg's. Now they use 9mm and again the cannulas cracked, but now no high bg's. In 2003 maersk medical a/s rec'd the complaint and 5 used sets.